Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during pumping. Reportedly, the cartridge was not removed from the pump. The customer's blood glucose level was 171 mg/dl. The customer confirmed that long acting/short acting insulin was available as alternate insulin therapy.